Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: reportedly the handle was defective and fell apart during a procedure on an unknown date, causing it to be contaminated by dirt and mud, and was very critical. Reportedly in the preparation information there is not any note that this instrument should be disassembled before cleaning and the facility felt that this instrument would always be contaminated as a result. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. An additional evaluation was completed: the device was received with the handle falling apart. The investigation have shown that the complete universal chuck is dismantled. This is likely due to reprocessing care maintenance. The manual pre-cleaning includes ultrasonic cleaning; this allows effective cleaning and reprocessing are guaranteed with steam sterilization. This device is over 13 years old (it was made in march 2000) and it cannot be determined how the device was contaminated. Device was used for treatment, not diagnosis.